Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage. The event can be detected by following the instructions for use (IFU) sections: -reprocessing manual_ leakage testing of the endoscope_ perform the leakage test -caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to foreign material found inside the nozzle. Additional findings include the following: water tightness was lost due to wear of the grip, the up / down knob could not be locked securely due to wear of the lock engagement lever, water tightness was lost due to damage to the jet tube, the water supply volume did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the plastic distal end cover had a dent, and the adhesive on the bending section cover had a chip. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had a clogged air / water channel. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a dark foreign material resembling glue or silicon was found inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.